Event description:
Approximately 11.5 months following cardiopulmonary arrest, a 3.50mm diameter x 24mm length endeavor rx drug-eluting stent was inserted, for treatment of mid rca lesion, which displayed 90% stenosis. Pre-dilatation and post-dilatation was carried out which resulted ni 0% residual stenosis. Two days later, that patient was discharged. At one month follow-up, there were no symptoms of ap. Approximately 4 months later, exacerbation of respiratory discomfort on exertion was reported. Echocardiography confirmed signs of left ventricle dilatation and exacerbation of incompetent mitral valve. This was treated with diuretic increments. Approximately 2 months later, symptoms of heart failure were exacerbated in spite of dosing control. The patient was hospitalized. Although the symptoms improved temporarily by treatment, congested heart failure was exacerbated. At 1.5 months later (approximately 8.5 months following stent implant), assisted circulation was started but the symptom did not improve. Respiratory condition was exacerbated due to infection. Treatment for cardiac failure was not successful and it was reported that the patient died. The physician commented that the patient was in a cardiac failure and low output syndrome in the context of ischemic cardiomyopathy, chronic atrial fibrillation and mitral incompetent. Infection may have caused acute exacerbation of these symptoms. It was reported that there was no cause relationship between this event and the product. The physician also commented that the event was not due to in-stent-restenosis (isr) but due to an old mi (omi).

Manufacturer narrative:
(B)(4): evaluation results: patient co-morbidities; death. Conclusions: patient co-morbidities; delivery system.

Manufacturer narrative:
Patient is an ex-smoker with a history of chf, prior pci and prior mi. Cause of death was chf. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.